Manufacturer narrative:
A replacement power cord was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team: power cable becoming worn and wire exposed.